Event description:
The reporter contacted animas on (B)(6) 2014 alleging a luer lock leak. Customer support (cs) completed troubleshooting and the patient is priming or giving bolus while disconnected and no insulin is coming out of the tubing and moisture was noted at the cartridge and luer lock of the tubing. The reporter stated that the patient had a blood glucose of 459mg/dl with symptoms of dehydration and polydipsia. This reports is being made due to bg excursion the patient experienced due to a cartridge leak.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2014. Device evaluation: the retained cartridge was evaluated by product analysis on (B)(4) 2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
Device evaluation: the cartridge has been returned and evaluated by product analysis on 12/30/2014 with the following findings: evaluation revealed that the cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.